Event description:
The customer reported that the companion 2 driver was periodically cycling the compressors on when attached to wall air. The customer also reported that this issue had no impact on the driver's ability to support the patient. The patient was switched to a backup driver without adverse impact, and the companion 2 driver was returned to syncardia for evaluation.

Manufacturer narrative:
Review of the electronic patient file revealed numerous occurrences of "external air connected" notifications, indicating that the primary compressor was turning on and off while the driver was connected to an external air source. The reported issue was confirmed in the lab at syncardia. The root cause was a malfunction of the manual pressure regulator. The manual pressure regulator was unable to maintain a set voltage. The manual pressure regulator was replaced, and the companion 2 driver passed all final performance testing. This failure mode poses a low risk to the patient, because it did not prevent the companion 2 driver from performing its life-sustaining functions. The compressors are designed to maintain tank pressure in the event the driver is disconnected from an external air source and serve as a backup air supply to support the patient during temporary situations when a wall air supply is not available. With wall air connected, the compressor cycling does not present a risk since the driver's main air tank has an over-pressure relief valve to vent excess pressure. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.